Event description:
The pt reported he has not charged her ipg in 60 to 75 days. The pt is unable to communicate with the charger or ipg. Also the pt displays error code 2501. Troubleshooting indicated the ipg is non-functional. The pt will consult with the physician as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.